Event description:
It was reported that a patient with a 21mm aortic valve implanted for seven years, three months underwent a valve-in-valve procedure due to stenosis. The patient presented with heart failure. A 20mm valve was implanted. The patient was taken out of the cath lab in a very stable condition.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. If additional information is received a supplemental MDR will be submitted. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 21mm aortic valve implanted for seven years, three months underwent a valve-in-valve procedure due to unknown reasons. A 20mm valve was implanted.